Event description:
It was reported that the linx broke inside of the patient. The patient is experiencing a recurrence of reflux.

Manufacturer narrative:
(B)(4). Date sent 2/11/2026. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 3/19/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. Investigation summary- a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible weld balls that disconnected from a washers were returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole 1 at the separation was measured and was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball 1 was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. The washer through-hole 2 at the separation was measured and was greater than the specification. The washer through-hole was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball 2 was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4) date sent: 3/16/2026. Additional information was requested, and the following was obtained: was the device explanted on (B)(6) 2026? Yes what symptoms lead to the discovery of the discontinuous device? Reflux when did they begin? Na what was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. I will ask for the imaging. What is the device lot number? I will ask for lot number was the device initially effective in controlling reflux? Yes- patient had another device implanted same procedure as explant. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Na did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No did the patient have any other surgeries in the area? No was any additional imaging performed since device implant? Na does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Device was explanted on march 5th- new device (one size larger) was implanted same procedure. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? Procedure already performed- will ask surgeon.

Manufacturer narrative:
(B)(4). Date sent 4/3/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2026. Corrected data: d1, d4. Additional information received: received information that patient will be explanted on (B)(6) 2026. Lxmc15 device was implanted on (B)(6) 2018. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device explanted on (B)(6) 2026? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis?